Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump's history showed reboots. During testing, the pump powered on with vibratory and audible sounds. The battery cap was found be within specifications. The display screen was blank after powering on and would not go to the verify screen. The pump was opened up and there was a failed display flex. The display screen was replaced with a test screen and the test screen worked properly. The power complaint could not be duplicated during testing.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump had intermittent power for the past three weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.